Manufacturer narrative:
(B)(4).

Event description:
It was reported that the control unit shut off during the case and displayed a communication error.

Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of shutting down and communication errors could not be reproduced. Product passed functional testing and 6 hour burn-in. Unit did not shut down and no communication errors occurred during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.